Event description:
It was reported that the lens haptic was caught in the injector and the lens was not fully inserted into the eye. The incision was enlarged to remove the lens and a back up lens was implanted successfully. Please ref MDR # 2031924-2014-00005 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not been returned to b and l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.